Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a supplemental report will be submitted.

Event description:
It was reported that the screen on/quick bolus button has stopped functioning and the pump will not turn on unless plugged into a power source.